Event description:
Information received by medtronic indicated that the customer received critical pump error with open book image and got water damaged with crack in case. Customer also reported loud alarms and insulin pump was not responding. No harm requiring medical intervention was reported. Troubleshooting was performed customer will discontinue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Retainer black. Customer returned device for an alleged critical pump error (open book image) alarm/constant tone/exposed to moisture/cosmetic damage at the back of the battery compartment found on august 06, 2022. Device received with a frozen display with flashing medtronic logo with constant tone. Reset the device three times to determine flashing medtronic logo is permanent and it was confirmed flashing medtronic logo permanent. Device unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self test or verify critical pump error (open book image) alarm due to frozen display anomaly. Unable to download device history and trace files using thump due to frozen display anomaly. Device was cut open to perform visual inspection and found moisture damage on the electrical board / force sensor. Force sensor zero offset within specification (23.8 mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked battery tube threads and cracked case along the side of the battery tube. In summary, customer allegation for critical pump error (open book image) alarm was unable to be confirmed due to frozen display (flashing medtronic logo) which occurred due to corroded electronic assemblies. Exposed to moisture was confirmed on the electrical board / force sensor. Audio/vibrate anomaly/absence of alarm was confirmed with flashing medtronic logo. Cosmetic damage confirmed at the back of the battery compartment. Unable to download device history due to frozen display. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic object acts to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.